Event description:
It was reported that the patient experienced palpitation/discomfort in the chest and extracardiac pocket stimulation. The right atrial (ra) lead exhibited suspected capsule injury/insulator damage due to aging of the lead. Thresholds were noted to be increasing, impedance has decreased and p waves could not be confirmed. Noise was observed on the lead and the lead was reprogrammed to bipolar setting due to muscle stimulation. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.